Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient,cardiosave intra-aortic balloon pump (iabp) has screen looked up. There was no patient harm.

Manufacturer narrative:
Updated fields- b4, d9, h2, h3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a frozen touchscreen. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer troubleshot the issue by powering off and back on the pump, which did not resolve the frozen screen. The customer switched to another cardiosave successfully prior to calling the clinical line. Esp personnel collected product surveillance on the first pump and requested to the customer to send the pump to biomed. I reached out to the biomed (christopher price) and he said the cardiosave issue was resolved. They completed a touchscreen calibration and it took care of the issue. I reached out to the clinical staff (to confirm) but have not received a response from them.

Event description:
N/a.